Event description:
On (B)(6)2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue started a year prior to the alert date, but on roughly (B)(6)2017 the patient obtained blood glucose results of ¿189, 265, 32 and 78mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes by self-adjusting their insulin dosage and took a decreased amount of food and/or drink on (B)(6)2017 in response to the alleged product issue. The patient developed the symptoms of ¿out of it¿ on (B)(6)2017 and as a result the emergency medical services (ems) were called. The ems measured the patient¿s blood glucose at ¿50mg/dl¿ on their own device and ¿68mg/dl¿ on the subject meter and as a result of this administered the patient with IV glucose. No further treatment is noted. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The reporter did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event the alleged inaccurate erratic results were obtained with the subject meter.